Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert, and the device was suspected of premature battery depletion. Data analysis was performed, and boston scientific technical services indicated that the power consumption in this device had been increasing abnormally. Recommendations to replace this device due to the anomaly. No adverse patient effects were reported, and the device remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert, and the device was suspected of premature battery depletion. Data analysis was performed, and boston scientific technical services indicated that the power consumption in this device had been increasing abnormally. Recommendations to replace this device due to the anomaly. No adverse patient effects were reported, and the device remains in-service. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert, and the device was suspected to be exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services confirmed the power consumption of this device had been increasing abnormally. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. A supplemental report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion (bd) alert, and the device was suspected to be exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services confirmed the power consumption of this device had been increasing abnormally. As such, device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced, and it was returned for analysis. Besides intervention, there were no other adverse patient effects reported. Additional information: laboratory analysis was completed. This report is updated with the product investigation results.